Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records will be conducted by the manufacturer. Fresenius post market clinical specialist review: although this event of peritonitis is being reported as a serious injury, it is unlikely that there is a suspected casual relationship between the liberty cycler and the event of peritonitis. There is no history of specific malfunction or the device being out of specifications. Peritonitis is a known risk of pd, usually the result of a break in aseptic technique. The fact that the patient's effluent pd fluid cultures grew multiple organisms, indicate the source of the infection to be likely a break in aseptic technique.

Event description:
Patient contacted her clinic with confirmed peritonitis. No hospitalization was necessary, patient recovered through the use of antibiotics.